Event description:
The manufacturer received information alleging the "device is not working. Difficulty breathing. The patient has acls and is now paralyzed. Stated tubing is causing condensation around neck". This information has been reviewed by the clinical expert and based on the information currently provided and available, the reported allegation of difficulty breathing, condensation around the neck, is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. A request has been made for more information for the claim against the device. This will be reported as a product problem. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.